Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that they were very pleased with the way the device worked, but for the last 6 months or so, they had several leakages and with their kidneys, several big accidents. Patient stated somehow the device got turned off. Patient said they didn't know how the device got turned off because they always turned it off if they had ekgs and what not but something turned it off and the patient didn't know that until it was found that it had been turned off. The patient stated the doctor decided to have the device explanted and replaced with another manufacturers device so they could get an MRI. The patient stated the explant occurred on (B)(6) 2024 the patient stated they were currently doing laundry and that prior to today they hadn't been up to doing anything like laundry since having the explant. Patient stated they were feeling better today however for the first time since explant so they decided to do laundry. Patient's initial reason for call had been about what to do with the external devices since they no longer had the implant. Patient services reviewed information with the patient, updated device registration and warm transferred the patient to healthcare it because the patient wanted to wipe the handset to use as a regular cell phone. 6 call recordings. Doc umented reported event. No further action was taken by patient services.